Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a surgical procedure, the user reported the pressure readings on the monitor were intermittent in nature. Sometimes the pressure readings would display, and other times it was blank. An alternate device was employed to conclude the procedure. Since the event occurred during installation of the device, there was no patient involvement during this event.